Event description:
Patient presented for follow-up after osteotomy, using snap-off screw self tapping fixation device, as an auxilliary fixation device with a 4.0 mm screw (not a nexa product), as the primary fixation device. Radiograph at follow up revealed that, the osteotomy had failed and that both screws failed to hold, but the snap-off screw was not damaged. In 2006, both screws were replaced with another 4.0 mm screw of unknown manufacturer.